Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty inserting the right atrial (ra) and right ventricular (rv) leads into the header of the pacemaker. The physician noted that lead insertion required a lot of pressure and that the leads initially were not able to be fully inserted. However, both leads were successfully implanted with the pacemaker and remain in service. No adverse patient effects were reported.